Manufacturer narrative:
The customer ordered the parts to repair the system. The customer stated no samples will be returned for evaluation. The facility did not request service. No samples were returned for evaluation. There was no sample return for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4). This report was mailed to FDA on: (B)(4) 2010. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "problem with the aiming beam" (device operates differently than expected). The surgeon reported that during setup there was a problem with the aiming beam. One pt was prepped with an IV. Five cases were canceled and rescheduled. No pt injury was reported.